Manufacturer narrative:
(B)(6) (B)(4). Product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. The above findings are consistent with torsional overload.

Event description:
It was reported that on an unknown date, intra-op, driver was stripped while removing the set screws. Surgeon was able to remove the implants after cutting the rod. No patient complications were reported.